Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment was unknown. At the time of this report the patient outcome was unknown. On an unreported date the patient was &#49999;ved to hemodialysis&#56224;no additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported, the peritonitis event was manifested by cloudy effluent and abdominal pain. The patient was hospitalized on the same day as the event onset. Also that same day, the patient was treated with intraperitoneal cephalothin once (dose not reported) and intraperitoneal amikacin once (dose not reported) for peritonitis. Four days later, the patient started treatment with intravenous piperacillin (dose and frequency not reported) and intravenous vancomycin (dose and frequency not reported) for peritonitis. On an unknown date in the same month as the event onset, the patient had finished the antibiotics, was discharged from the hospital, and had recovered from the event of peritonitis. It was also reported, the patient will remain on hemodialysis permanently. Should additional relevant information become available, a supplemental report will be submitted.